Event description:
Dr believes his pt suffered perineal nerve damage due to abduction pillow being applied too tightly by nurse. User facility wanted to know if there has been other reports of this nature.